Manufacturer narrative:
During incoming testing, a loud, high-pitched noise was observed coming from the front of the driver. Pneumatic connections were inspected and no air leaks could be found. Investigational testing isolated the source of the noise to the left vacuum blower and not an air leak as reported by the customer. The root cause was determined to be malfunction of the left vacuum blower. Despite the noise produced by the left vacuum blower, the driver operated as intended during incoming functional testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that they suspected the companion 2 driver had an air leak while supporting the patient. The customer also reported that the patient was switched to a companion 2 driver without adverse patient impact.